Manufacturer narrative:
Discus dental received a complaint on (B)(6) 2016, in which patient experienced sensitivity and pain during a zoom teeth whitening procedure. The dentist prescribed motrin and vicodin to relieve the pain. After receiving this report, retain sample of whitening gel, lot: 15168013, was tested and the results were within specifications. The gel and kit were used during the procedure, and were not returned. Device history record of whitening gel sku: 22-3764, lot: 15168013 and whitening kit sku: zm2666 lot: 15189003 were also reviewed, and no out of specifications or discrepancy was found. Reviewed complaint history. No other similar complaints were received with the same lot numbers. During investigation, it was found that the dental office did not make a tray for the patient prior to the procedure as described in dfu. Trays with relief acp can treat sensitivity and pain. Dfu is adequate. Pre-treatment and post treatment for sensitivity relief are described in dfu. No corrective action is required. Discus dental will continue to monitor the trend of similar complaints.

Event description:
Discus dental received a complaint on (B)(6) 2016, in which patient experienced sensitivity and pain after the first session of a teeth whitening procedure. The dentist prescribed motrin and vicodin to relieve the pain.